Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 1 tube resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows an additive rundown defect along the side of the tube. Additionally, 30 retained samples were visually inspected, and none of these samples exhibited the customer-reported defect, indicating that bd is unable to duplicate the defect based on retained sample analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. Bd has initiated further root cause investigation relating to the issue of additive abnormality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 1 tube resulting in sample recollection. No adverse impact was reported regarding the patient or user.